Event description:
Information was received that the only error seen was a false low output current message and the patient has not been seen again to attempt re-interrogation therefore cannot be confirmed to be able to be set at intended settings. No additional relevant information has been received to date.

Event description:
It was reported that a patient went in for an MRI of the hand, and the device was turned off. When the nurse turned the device back on, it wouldn¿t allow her to make increases. The nurse tried to turn it up to the patient's previous settings, and it was stated that the tablet was not allowing her to do that. It was then decided to set the patient to lower settings and were able to successfully program them to this level. The patient's generator data was reviewed however data available was limited as there was no record of a diagnostic test being completed therefore no conclusions could be drawn from the data provided. The data could only confirm the patient's settings and last impedance value based on a 24-hour check of the device lead impedance. No additional relevant information has been received to date.